Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side "swelling", "pain" and "long-liquid bell". The device remains implanted.

Manufacturer narrative:
Device photographs for the device related to the reported event of edema, pain, rupture, seroma-late was reviewed on (B)(6) 2021. Visual analysis of the photographs identified: red particle material on the shell. Opening.

Event description:
The device has been explanted.